Manufacturer narrative:
Findings: pump unable to vibrate due to broken red vibrator wire. Pump passed the displacement, rewind, basic occlusion, occlusion prime and excessive no delivery tests. No moisture damage found on electronics assembly. Unit had scratched reservoir tube window, lcd window, case and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that the pump does not work. The blood glucose at the time of the incident was 69 mg/dl. Troubleshooting was not performed. The device was returned for analysis.